Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a shorted t4. The device was evaluated upon receipt. Received multiple alarm 74's. Installed tank harness. Replaced tank harness. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that continues to alarm 74 (non-recoverable system error - secondary outlet water temperature sensor out of range ¿ low resistance) when biomed was turning on. It was coming in for service.

Event description:
It was reported that the arctic sun device that continues to alarm 74 (non-recoverable system error - secondary outlet water temperature sensor out of range ¿ low resistance) when biomed was turning on. It was coming in for service. As per follow up information received on 09oct2024, per review of service max, replaced tank harness. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1800 +- 50 ml/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # (B)(6). An electrical safety test was performed. A 45 hour burn in was performed. A final inspection was performed. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and was functioning properly and ready for use. The fluid delivery line was leak tested and passed. Replacement of the temperature harness corrected the reported alarm 74. Sample received, device repaired.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a shorted t4. The device was evaluated upon receipt. Received multiple alarm 74's. Installed tank harness. Replaced tank harness. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that continues to alarm 74 (non-recoverable system error - secondary outlet water temperature sensor out of range ¿ low resistance) when biomed was turning on. It was coming in for service.